Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the reported complaint of error 1 along axis 1 during power up. The embedded serializer in master base (esmb) pca, slip ring assembly, slip ring board, and the main wire harness would be replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it would cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a hard fault or error 1, and then power cycled the system and emergency power off (epo) with no change. The customer disabled the right mater tool manipulator (mtm) and used the other doctor¿s console to finish the case. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator informed the issue initially was with arm 3 on the patient side cart (psc). Prior to calling into technical support , the customer removed all instruments and performed a hard restart while the system was undocked. When the customer powered the system on, a recoverable error appeared at which time the robotic coordinator called into technical support and informed there was an error pointing to the right mater tool manipulator (mtm) on surgeon side console (ssc) 2. It was noted the surgeon used ssc 1 to complete the case robotically. The robotic coordinator confirmed the procedure was completed with no patient injury or harm. The technical service manager informed all troubleshooting steps were implemented and no other troubleshooting steps could be executed with the technical support. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted errors 25521, 704, 705, and 1 on the right mater tool manipulator (mtm) and replaced to resolve the reported issues. The system was tested and verified as ready for use.